Manufacturer narrative:
The history log for the device showed the pad-pak was first installed by the user on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between (B)(6) 2014 and the final history log entry on the (B)(6) 2014. The device failed a self-test due to a low battery on the (B)(6) 2015. The pad-pak became depleted during this time. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.